Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of heart failure and cardiac death are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott medial affairs director, who concluded that there is no evidence that the death was related to the device, but was likely due to worsening heart failure. Based on the available information, a cause for the reported heart failure could not be determined. The reported cardiac death was a cascading event of heart failure. The reported hospitalization and treatment with medications were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed for worsening heart failure and patient death. It was reported that this was a mitraclip procedure, performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was implanted and mr was reduced to grade 1+. On (B)(6) 2019, the patient was re-hospitalized with heart failure. Medication was administered and the event resolved on (B)(6) 2019. Per study physician, the heart failure was related to the patient's underlying disease and is not related to the study device. On (B)(6) 2019, the patient was re-hospitalized with heart failure. Medication was administered; however, the patient died. No autopsy was performed and the relationship of the patient's death to the study device is unknown. No additional information was provided.